Event description:
The patient had a catheter obstruction with symptoms of itching and being very stiff. No additional information was provided regarding the event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l52363, implanted: (B)(6) 1998, explanted: (B)(6) 2009, product type: catheter. (B)(4).